Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was observed "broken" and subsequently leaked. The event occurred during compounding; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured between january 13, 2021 to january 15, 2021. H10: the device was received for evaluation. A visual inspection was performed which observed a tear at the lower left side edge of the bag. A functional testing was performed which revealed a leak only at the lower left side edge of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.